Event description:
It was reported that during pump and catheter implant on (B)(6) 2013, they had a ¿catheter go bad¿. The doctor had a good angle to implant the catheter; however, the patient had multiple spinal fusions which made it difficult to ¿get the catheter in¿. The doctor had to pull the ¿stylet¿ back a little bit and the tip got stuck and ¿this thing did circles¿. The doctor pulled the needle and catheter out and the ¿stylet poked through the side of the catheter¿ about an inch and a half up from the tip ¿it was sticking out from the side¿. The catheter was scrapped and another catheter was implanted without incident. The device system delivered dilaudid once implanted. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.